Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire implantable pulse generator (ipg) system was explanted. The patient received medical intervention in the form of intravenous antibiotics. No further patient complications have been reported as a result of this event.